Manufacturer narrative:
B3 date of event was estimated based on the aware date as the event date was not reported. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a blade break occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that one of the blades was broken. The procedure was completed with another of the same device. No patient complications were reported.